Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false episodes of atrial fibrillation were observed due to oversensing. Episodes of noise reversion were also observed. Further information was requested but not yet available. The patient was in stable condition and experienced no adverse health consequences.

Event description:
During follow-up, false episodes of atrial fibrillation were observed due to oversensing. Episodes of noise reversion were also observed. The issues were resolved by reprogramming the device. The patient was in stable condition and experienced no adverse health consequences.